Event description:
A report was received on 21 jun 2024 from the caregiver of a 78 year old female patient with a medical history including anaphylactic shock and end stage renal disease, who stated the patient experienced low blood pressure (nos) and became unresponsive during initiation of her first hemodialysis treatment with the device on (B)(6) 2024. The patient was transported to hospital on (B)(6) 2024. Additional information was received on 27 jun 2024 from the home therapy nurse (htn) stating rinseback was performed, oxygen was given, and intravenous saline was administered. Additional symptoms included vomiting, tremors, generalized pressure in the chest, back, neck and throat and altered sensation in the lower extremities. The patient was observed in the emergency department at the hospital and released with no additional medical intervention reported on (B)(6) 2024. Per the htn, the patient has resumed therapy with a dialyzer from a different manufacturer.

Manufacturer narrative:
Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.